Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) changeout procedure, after the leads were disconnected lead measurements were performed via the company programmer, however the readings displayed high/out of range impedance readings via the pacing system analyzer (psa). The cable connections were reestablished and the impedance measurements were attempted multiple times with the same result. The programmer/psa were restarted and measurements were taken again. This time the impedance measurements were within the expected range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.